Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that ventricular noise and post-paced t-wave oversensing were observed. The patient did not receive therapy. The leads will be imaged. Programming changes were recommended.